Manufacturer narrative:
Pending engineering evaluation. Concomitant medical products: 200-02-35, 5310441, three peg patella 35mm.

Event description:
It was reported that the patient had their index surgery on (B)(6) 2018. Patient's knee was revised. He was doing the revision because the patients¿ knee was tight in flexion. The surgeon opened the joint in standard fashion. He decided to lower the poly to a size nine and changed the patella to a 35 mm. The patient had better flexion after this. The surgeon implanted the final implants and closed the knee in standard fashion. The patient left the or in stable condition.

Manufacturer narrative:
Section h10: (h3) the evaluation noted that as reported, the right knee initial implant surgery was on (B)(6) 2018. On (B)(6) 2019, the 79 y/o male patient had a right knee revision due to the patient¿s knee was tight in flexion. The joint was opened in standard fashion. The surgeon decided to lower the poly to a size nine and changed the patella to a 35 mm. The patient had better flexion after this. The final implants were inserted, and the knee was closed in standard fashion. The patient left the operating room in stable condition. The implants will not be returned and were disposed of by the hospital. Patient was last known to be in stable condition following the event. All available information has been received at this time. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design, manufacturing, or patient related issues. The cause of the range of motion and subsequent revision cannot be conclusively determined since the devices were not returned; however, it is most likely is related to procedural factors during the index procedure related to the physician¿s choice of implant sizes. (D11) concomitant device(s): concomitant device: truliant ps cem femoral, right sz 5 (cat# 02-020-11-0350, sn: unk). Truliant tibial fit tray cem sz 5f/4t (cat# 02-022-45-5040, sn: unk). Three peg patella 38mm (cn: 200-02-38, sn: unk).

Event description:
As reported, the initial implant surgery on the right knee was on (B)(6) 2018. On (B)(6) 2019, the 79 y/o male patient had a right knee revision due to the patient¿s knee was tight in flexion. The joint was opened in standard fashion. The surgeon decided to lower the poly to a size nine and changed the patella to a 35 mm. The patient had better flexion after this. The final implants were inserted, and the knee was closed in standard fashion. The patient left the or in stable condition. The implants will not be returned and were disposed of by the hospital. Patient was last known to be in stable condition following the event. All available information has been received at this time.